Event description:
There is a defect in the aspiration opening as it produces dangerous cuts in the posterior capsule when aspirating.

Manufacturer narrative:
Add'l info received from the distributor indicates that the date of the incident was august or september 1996, therefore, the date of the incident is an estimated date of 8/15/96. Add'l info also indicates that the pt did not suffer any adverse consequences.